Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl, suggesting there was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge before contacting support and resumed insulin deliveries. Technical support advised the customer to follow up if the issue happened again, which the customer understood and acknowledged.